Event description:
It was reported that the patient underwent a replacement surgery in which a 4.0 cm cuff of an artificial urinary sphincter (aus) was removed and replaced with a 3.5 cm cuff. The other components were left in place. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional pertinent information become available, it will be provided.